Event description:
Caller reported a tandem mobi cartridge alarm during the load process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support assisted the caller by instructing the removal of the cartridge and delivering a bolus, which completed successfully. Although the caller initially could not reload the original cartridge and resume insulin therapy, technical support guided them through loading a new cartridge correctly, resolving the issue and resuming insulin therapy.